Event description:
It was reported by the affiliate during a rectum resection procedure that the device cut only the half. Made the anastomosis by hand. The device partially stapled and cut. It was not reported that the device was difficult to remove. No further info is available. There was no adverse pt consequence.